Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the device was received with one partially applied 10r device loading unite (dlu) preloaded. Scratches were noted on the inner tube of the dlu. The articulation knob functioned properly. The instrument was applied to the appropriate test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu) indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, device was being used to secure mesh to abdominal wall, it misfired after being reloaded. The tack would not disengage and there was difficulty in pressing the "push to reload" and lock/unlock button reported. Another device was opened to complete the case. There was no patient injury.